Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Image of the device was provided, and the following was observed: distal tip torn radially with sheath material stretching. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The torn sheath distal tip was confirmed. Available information suggests that improper tip expansion and/or patient factors (calcification) likely contributed to the event as "moderate" calcification was reported. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation was previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was to be implanted in the aortic position via transfemoral approach. There was resistance felt when the valve was exiting the 14fr esheath+. The crimped valve strut seemed to catch on the tip of the 14fr esheath+ as the valve was being advanced through the aorta. However, no valve frame damage was observed. The valve was successfully implanted. There was some difficulty experienced during delivery system withdrawal as the delivery system was getting caught on the sheath distal tip. This required the physician to pull harder. The operator tried to remove the entire delivery system through the sheath, and it came out without any impact on the patient. Upon device removal, it was observed that the esheath+ tip was torn. There were no patient implications.